Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, there was delay in completing the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry was not working. Analysis of the system log file did not show any geometry related malfunction. The system started working properly after several restarts. During troubleshooting, the fse found that there was software error in suite pc. The fse replaced the hdd of suite pc and did full reinstallation of the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry stopped working. The system needed several restarts before it started to work with no issues. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.